Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 1 month post-implant, it was reported that the patient expired due to right heart failure. It was also reported that the patient suffered unspecified kidney related problems and the surgeon did not believe that there were any device related issues related to the patient¿s expiration. During the manufacturer¿s analysis of the explanted pump, thrombus formations were observed.

Manufacturer narrative:
The age of the device is approximately 1 year and 1 month. The device was returned assembled with the driveline intact. Upon disassembly of the pump, visual examination of the rotor inlet revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the pump was supporting the patient. Examination of the rotor revealed a flat, denatured, tissue-like deposition between the rotor blades. Areas of this deposition were hard and denatured, indicating that it was likely present while the pump was supporting the patient; however, its lack of lamination suggests that it may have developed elsewhere. The origin of this deposition could not conclusively be determined. Further examination of the pump revealed a tissue like deposition admixed with loosely clotted blood within the inlet elbow. Depositions of loosely clotted blood were also present within the outlet stator, outflow graft attachment, and outflow elbow. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions and the duration for which they were present within the pump could not conclusively be determined. A root cause for the development of the observed depositions and a correlation between the observed depositions and the patient¿s condition could not be determined. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. The instructions for use lists thrombus as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event. Placeholder